Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a battery fault. No patient involvement was reported.

Manufacturer narrative:
Follow up attempts were made to obtain evaluation and repair information from the customer. If information is received, the complaint will be updated.